Event description:
It was reported that the patient was unable to get any stimulation coverage where they needed it (low back, down left leg to foot ¿ foot pain was the worst) from their implantable neurostimulator (ins) that was not in the abdominal region. Impedance testing showed high impedances (>10,000 ohms) on electrodes #8, 9, 10, 12, 13, 14, and 15 with all other contacts noted to be within normal range. The manufacturer¿s representative was unable to use the affected electrodes for programming and when they tried to use the electrodes with normal impedances they could not get stimulation for the patient where they needed it. The patient was sent home with the ins off and at 0.0 volts to preserve the battery life. It was reported that a lead was planned and that the patient was to be contacted by their physician¿s office to schedule an appointment with the surgeon for consultation/discussion to replace or revise the lead. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported a replacement had not been scheduled yet for the patient. There were no issues that the man ufacturer representative (rep) was aware of that could have caused the high impedances. As far as the rep knew, the patient wore the stimulator at very low amplitudes and it didn¿t prove to be very beneficial to him at this point. The patient did meet with the physician to consult for a revision/replacement, the surgery just had not been scheduled due to insurance complications. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).